Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. The insulated-gate bipolar transistor (igbt) q12 on the defibrillator pca was shorted. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to shorted esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. Manufacture date: monitor: 3/27/2012. Electrode belt: 6/4/2015.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event on (B)(6) 2019. The patient reported that he heard alarms and gelt a shock. It was also reported that the patient's belt had released gel. No download data is available surrounding the event as the monitor was unable to power on. The alleged treatment event was unable to be confirmed. There is no indication of any serious injury resulting from the alleged treatment event.